Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Iop increase and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase, inflammation and peripheral anterior synechiae) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented postoperatively with moderate intraocular pressure (iop) increase associated with mild inflammation, and mild posterior synechiae. Per report, the inflammation was treated with eye drop medication and resolved approximately six (6) weeks later. Additionally per report, the intraocular pressure increase and posterior synechiae were also treated with eye drop medication. The reported noted the events as "non-serious". Additional information has been requested.